Event description:
As received by email on (B)(6) 2022 under MDR report number (B)(4) from FDA, division of surveillance support, medical device reporting team "micro puncture kit was used for getting access during procedure. Piece of wire broke off in patient. It was able to be retrieved but there was a portion of the plastic sheath that was left in the patient. FDA safety report ID# (B)(4)"

Manufacturer narrative:
Device history record reviewed for main product micro introducer kit and the subcomponent 0.018x40cm ss core w/7.0cm au-pltd w coil guidewire, and there are no incidents or abnormalities indicated. All units were manufactured to specifications according to engineering drawing and quality control criteria. The device has not been return yet, a follow-up report will be send to FDA once complaint device or complaint sample returned to manufacturer and once investigation and evaluation will be completed.

Event description:
This is a follow up report for original report sent to cdrh on 7/15/2022. Initial report is under MDR report key (B)(4). At the time of initial report, there were no samples available for evaluation, and now samples returned to manufacturer on 8/2/2022.

Manufacturer narrative:
Investigation per dhrs shows no abnormality or nonconformance was recorded during product manufacturing and assembly. Manufacturer filed initial MDR report to FDA under galt report number (1649395-2022-00003). Device history record reviewed for main product micro introducer kit and the subcomponent 0.018x40cm ss core w/7.0cm au-pltd w coil guidewire, and there are no incidents or abnormalities indicated. All units were manufactured to specifications according to engineering drawing and quality control criteria. Regarding the customer's nonconformance, the complaint sample returned, and the quality team took some photos for evaluations. The subject device (guidewires) returned, and the tip has been inspected, it shows not damages occurred after wire extracted from the patient body. Distal tip measured at (0.0180") and measurement within spec per engineering drawings. Some images were taken and shows wire broken from core portion near distal tip. Evaluation on returned sample shows possible root cause for this occurrence was end user error due to excessive torque force by end user while the wire still inside the patient. Other subcomponents returned along with subject device. The subcomponents that were returned was inner dilator and outer dilator. ID through hole for outer dilator measured and it shows within spec per engineering drawings, and ID through hole for inner dilator measured and it shows within spec per engineering drawings as well. The image for outer dilator appears how tube exposed to sever damages from various areas; possible root cause end user used unknown device to extract the assembly from the patient body. Inner dilator with damage at the tip portion as well. After cleaning inside tube from blood clots, the guidewire passes through inner dilator smoothly. The guidewire measured at 0.0175" and measurement is within spec per manufacturer's engineering drawings. After investigation and evaluation, it was determined that possible root cause for this occurrence is end user error.